Event description:
Customer has requested analysis of ECG recorded during device deployment. Patient outcome information not provided.

Manufacturer narrative:
(B)(4). Device evaluation pending. Report is being filed as a malfunction as, at this time, there is insufficient information to conclude that a device malfunction did not occur during the deployment.